Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. Additional information received from the field representative indicates that the crt-p was explanted and then was used as an external temporary pacemaker. Subsequently, the crt-p was removed from service when a new system was implanted. There were no additional adverse patient effects reported. The crt-p is no longer in service.